Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent an internal fixation of right femoral intertrochanteric fracture with trochanteric fixation nail advanced (tfna) intramedullary nailing system. On (B)(6) 2019, the patient fell accidentally and landed on the right hip, felt significant pain over the right hip immediately and could not get up but did not have history of coma, deformity of limbs, headache, dizziness or other discomforts, which resulted in astasia. X-ray revealed a right intertrochanteric fracture upon local hospital visit, thus, the patient visited the orthopedics ward in the facility for further treatment. The patient was randomized into the control group proximal femoral nail anti-rotation -ii (pfna) at 9:30 am on (B)(6) 2019, then an informed consent form for "a prospective study on the evaluation of metal intramedullary nail system (tfna) in chinese patients" was signed. The patient¿s examination results met the inclusion criteria and did not meet the exclusion criteria. After the operation, the patient was given medications for pain relief, anti-infection, stomach protection, fluid replacement and prophylaxis of thrombosis. Reportedly, the patient experienced pain after the surgery that was resolved on (B)(6) 2019 without sequelae. On (B)(6) 2019, the patient experienced incision pain, and incision effusion and incision swelling on (B)(6) 2019. Incision effusion and red swelling of incision were resolved on (B)(6) 2019, while incision pain on (B)(6) 2019, all without sequelae. On (B)(6) 2019, the patient¿s condition was stable and was discharged with oral anticoagulants. The patient felt unbearable distending pain in the right lower limb on (B)(6) 2019 and was re-admitted in the orthopedics ward of the facility on (B)(6) 2019 due to hematoma caused by taking anticoagulants. The post-operative hematoma was resolved without sequelae on (B)(6) 2019. On (B)(6) 2019, the patient experienced ecchymosis, moderate blood loss anemia and severe postoperative hematoma of fracture. On (B)(6) 2019, the patient had delirium. Ecchymosis was resolved in (B)(6) 2019, while delirium on (B)(6) 2019, both without sequelae. On (B)(6) 2019, the investigator called the patient for return visit and was informed by the patient¿s family that the patient had died of cerebral hemorrhage (hematencephalon) caused by fall on (B)(6) 2019. The family did not provide further details. On (B)(6) 2019, the patient¿s family was contacted again for further information and found that the person who died was the patient¿s wife. The family was too sad at the time of call on (B)(6) 2019, that they failed to understand the questions asked. Currently, the patient¿s condition is good, and a follow-up visit has been scheduled. The reported adverse event for moderate blood loss anemia was resolved without sequela on (B)(6) 2019 while severe postoperative hematoma of fracture was resolved without sequela on (B)(6) 2019. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient felt unbearable distending pain in the left lower limb on (B)(6) 2019" to "the patient felt unbearable distending pain in the right lower limb on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient age & gender provided. Event: updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
03/18/2019: updated event description: device report from synthes reports an event in china as follows: it was reported that on (B)(6) 2019, the patient underwent an internal fixation of femoral intertrochanteric fracture with trochanteric fixation nail advanced (tfna) intramedullary nailing system. On (B)(6) 2019, the patient fell accidentally and landed on the right hip which resulted in astasia. X-ray revealed a right intertrochanteric fracture upon local hospital visit, thus, the patient visited the orthopedics ward in the facility for further treatment. The patient was randomized into the control group proximal femoral nail anti-rotation -ii (pfna) at 9:30 am on (B)(6) 2019, then an informed consent form for "a prospective study on the evaluation of metal intramedullary nail system (tfna) in chinese patients" was signed. The patient¿s examination results met the inclusion criteria and did not meet the exclusion criteria. Reportedly, the patient experienced pain after the surgery that was resolved on (B)(6) 2019 without sequelae. On (B)(6) 2019, the patient¿s condition was stable and was discharged with oral anticoagulants. The patient felt unbearable distending pain in the left lower limb on (B)(6) 2019 and was re-admitted in the orthopedics ward of the facility on (B)(6) 2019 due to hematoma caused by taking anticoagulants. The post-operative hematoma was resolved without sequelae on (B)(6) 2019. This complaint involves three (3) devices.

Manufacturer narrative:
This report is for one (1) unknown tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an internal fixation of femoral intertrochanteric fracture with trochanteric femoral nail advanced (tfna) intramedullary nailing system on (B)(6) 2019. On (B)(6) 2019, the patient fell accidentally and landed on the right hip which resulted in astasia. X-ray revealed a right intertrochanteric fracture upon local hospital visit, thus, the patient visited the orthopedics ward in the facility for further treatment. The patient was randomized into the control group proximal femoral nail anti-rotation -ii (pfna) on (B)(6) 2019. The patient¿s examination results met the inclusion criteria and did not meet the exclusion criteria. An internal fixation of femoral intertrochanteric fracture with intramedullary nail was performed on (B)(6) 2019. On (B)(6) 2019, the patient¿s condition was stable and was discharged with oral anticoagulants. The patient felt unbearable distending pain in the left lower limb on (B)(6) 2019 and was re-admitted on (B)(6) 2019 due to hematoma caused by taking anticoagulants. During the hospitalization the patient was given an electrocardiogram (ECG) monitoring, oxygen inhalation, diuresis, potassium supplement and transfusion of two (2) units of suspended red blood cells and 600ml of frozen plasma. The post-operative hematoma was resolved without sequelae on (B)(6) 2019. This report is for one (1) unknown tfna helical blade. This is report 2 of 3 for complaint (B)(4).